Manufacturer narrative:
Analysis of the neurostimulator model 37601, serial# (B)(4), found no significant anomalies. The trace report showed the device was at elective replacement indicator. The insulation coating, titanium can, setscrews, grommets, access hole adhesive, connector ports, and connector module were ok. Telemetry was ok. There was good stable output on the electrode pairs as received. There was good stable output on all electrodes as referenced to the #0 electrode. The output matched the programmed settings. There were no issues when pressing on the ins can. A longevity calculation suggested there was normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
An end-of-life / end-of-service message was reported. The patient's left settings were 3.9v, 120us, 185hz, 1-, 2-, 3+ with impedance of 719, while the right settings were 3.0v, 120us, 185hz, 5+, 6-, 7- with impedance of 805, no cycling. Only minor parameter changes had been made throughout the life of the device. A longevity calculation estimated 15.49 months until elective replacement indicator (to indicate that battery needs to be replaced), and 18.49 months for estimated end-of-service. Early battery depletion was suspected. The device was explanted and replaced. The patient was receiving good tremor control.